Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter entrapment and a removal difficulty occurred. The in stent restenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. A 10/2.00 flextome¿ cutting balloon¿ dilation device was used for dilation at the location where four unspecified drug eluting stents (des) were implanted. During removal of the device, it was noted that the device got stuck. The device was removed by pulling the catheter strongly and it was noted that the shaft got stretched. The procedure was completed with this device. No patients' complications were reported and patients' condition was good.